Event description:
It was reported patient had a 2nd surgery where about 7mm of scar tissue was removed and about 40cc of allogenix was placed. Approximately 2-3 days later, the patient had an infection, and the doctor performed a revision surgery to remove the allogenix. There was no report of a culture being done regarding the infection.

Manufacturer narrative:
No further complication have been reported. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.